Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of incorrect gauge measurement. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the gauge needle was reading past 12atm. Functional examination was carried out and the gauge needle did move clockwise, closer to 0atm as pressure was increased while performing the gauge leak test. However, the pressure would not increase past 0atm. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated with the alliance ii inflation syringe; however, it was noted that the gauge showed an incorrect atmospheric pressure reading. Reportedly, no damages were noted to the device and packaging prior to use. The procedure was completed with another an alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4) 2015. According to the complainant, during the procedure, the balloon was inflated with the alliance ii inflation syringe; however, it was noted that the gauge showed an incorrect atmospheric pressure reading. Reportedly, no damages were noted to the device and packaging prior to use. The procedure was completed with another an alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.